Event description:
I would like to inform you that pulmonologist from hcg hospital has raised a product complain on pleurx, according to him there is a leakage from the catheter. If any such incident any of our colleague has come across kindly let me know if any solution can be provided. There is a leakage from the cathater.

Manufacturer narrative:
Pr (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. Device problem code: a050401. Patient problem code: f26.

Manufacturer narrative:
(B)(4), follow-up emdr for device evaluation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number 0001476489 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. Valves are 100% air leak tested at the supplier, no issues were identified. Valves were also 100% tested per pressure decay, pleurx/peritx access valve ¿ test method in order to test the leak integrity of the access valves, no issues were recorded. Based on the available information we are not able to identify a root cause at this time. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends.

Event description:
I would like to inform you that pulmonologist from (B)(6) hospital has raised a product complain on pleurx, according to him there is a leakage from the catheter. If any such incident any of our colleague has come across kindly let me know if any solution can be provided. There is a leakage from the catheter. On 25-mar-2024 - received an email response from complainant for information. Refer email attached. 1. Where did leakage occurred? Catheter valve. 2. Did the leakage occurred to the insertion site? No. 3. Was there any damaged observed on pleurx catheter? No. 4. Was leakage occurred at the catheter valve? Yes. 5. Was there any damage noticed on catheter valve? No. 6. Was the valve cracked or broken? No. 7. Where is the catheter located? Abdomen or chest? Chest. 8. Is there a photo or sample available showing the reported issue? No. 9. Could you please share the sample tracking details. Na. 10. How long has the catheter been in place. 2 days. 11. What was the impact to the patient? Discomfort. 12. Was there infection noticed at the insertion site due to leakage? No. 13. How was the issue resolved? So how they managed with draining the fluid 14. Was there any medical intervention required including diagnostics, procedures, and treatment delay? Na.